Event description:
Newborn patient in neonate intensive care unit (nicu) isolette moving about vigorously. When registered nurse (rn) settled baby and changed his diaper, his 3.5 umbilical catheter broke about 1.5 to 2 inches after the total parenteral nutrition (tpn) filter or about 2-3 inches from the insertion site. No harm to patient noted. All catheters with same lot number were tested and broke very easily. Removed by supply chain. Manufacturer response for catheter, umbilical artery, na (per site reporter): unknown at this time.